Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the original and repeat results were measured from different cups, the most probable root cause was evaporation of the sample material, contamination, or another modular preanalytic analyzer (mpa) related problem. The data provided indicates a sample related issue.

Manufacturer narrative:
The field service representative was unable to duplicate the issue. He completed performance testing and precision testing. The customer performed calibration and qc. It was determined the analyzer was operating to specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for one patient sample. The initial results were sodium 155 mmol/l, potassium 5.1 mmol/l, and chloride 111 mmol/l. These results were reported outside the laboratory. On (B)(6) 2017, the physician questioned the results and the sample was repeated. The sodium result was 133 mmol/l with a data flag, potassium result was 4.6 mmol/l, and chloride result was 92 mmol/l with a data flag. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers were sodium u11, potassium c04, and chloride 109. The expiration dates were requested but were not provided.